Event description:
The following has been reported: biomed reported: as of now after the update these are the current pumps/charging packs that need to be sent in, all pumps had cassette failures and bracket had broken bracket latch. No patient harm. No confirmation if issues stopped active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve)(mech-2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The complaint was flagged for sticky pins. While trying to put a cassette onto the pump it would give a cassette error due to the fva secondary pin being unable to move. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.